Event description:
Related manufacturing reference: 2184149-2024-00146, 3008452825-2024-00494. During a pulmonary vein isolation procedure, display and communication issues resulted in a procedural delay. Mapping was completed and the ablation catheter was inserted. The catheter was recognized and the impedance was good on the ampere, however all electrodes could not be visualized and red and yellow blinking light was observed. There seemed to be signals on the workmate claris, but electrodes could not be visualized. Repeated attempts to set baseline of the sheath filter and switching sensor ports did not resolve the issue. The tactiflex cable and tactisys were exchanged, the system was restarted, all connections were reconnected and switched to navx mode but the issue still persisted. The catheter was exchanged but the issue was not resolved. The catheter was exchanged again to a third, still with no resolution. The procedure was completed using the non-abbott system (carto) and with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. When the returned device was connected to the tactisys quartz unit, optical fibers 1-3 met specifications for optical properties and contact force was displayed with no error messages noted. Electrodes 1-4, the deformable body thermocouple and the magnetic sensor pins met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A review of the evaluation performed on the ensite x amp involved in the reported event determined the root cause of the event was related to the amplifier.